Event description:
It was reported that a patient presented in an unknown manner. Examination of the patient's implantable cardioverter defibrillator revealed far r-wave over-sensing. No intervention was reported. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.